Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump turns off"; the unit did not turn off by itself. The unit was triaged and the reported issue could not be confirmed at this time. All triage and performance testing were performed on this unit. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump turns off. Issue occurred during test. No patient was involved.